Manufacturer narrative:
Method: device not returned. Additional manufacture narrative: the device history record (DHR) review is in progress. No information regarding product return for evaluation has been provided. There was no allegation of a product malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided regarding return of the device. No further details were provided by the customer. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, there was no allegation of a product malfunction. No additional information has been made available.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 28mm annuloplasty ring was explanted after an implant duration of approximately 6 years and 9 months (80.97 months) and replaced with a 690025mm valve due to unknown reasons. No further details were provided.